Event description:
In 2009, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were placed as planned, and the patient emerged from the procedure in apparently good condition. However, later that day the physician found a retroperitoneal hematoma in the left external iliac artery (eia) that was slowly leaking blood. He attributed this to an access vessel diameter smaller than that of the 18 fr gore introducer sheath. The next day, the patient underwent a reintervention to place a gore viabahn endoprosthesis into the eia, just distal to the internal iliac artery (iia). The rupture was occluded without covering the iia, and the patient is stable with no further complications.

Manufacturer narrative:
Device lot/serial numbers are not available to conduct a manufacturing records review.